Event description:
The rv lead (linox sd 65/18) was removed due to dislodgement after valve surgery. Physician had a difficult time during the implant case and after 2 hours of trying to reposition the lead, he made the decision to remove this lead and the rest of the system. Linox sd 65/18, MDR 1028232-2009-00379. Setrox s 53, MDR 1028232-2009-00381.